Event description:
It was reported the system is presented with a speaker malfunction message at the central station. There was no sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) talked with the customer and the customer confirmed that the pic ix , mx700 and x3 were monitoring a patient. The rse asked the customer to take off the x3 module and the error message followed the x3 measurement module. The customer replaced the x3 module with another x3 and the whole system was working fine. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective speaker assembly with the x3 monitor. The reported problem was confirmed. The rse provided the part number for the x3 speaker assembly to the customer to resolve the reported issue and the customer took full responsibility of ordering the part and performing the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote service engineer provided information to solve problem.